Event description:
It was reported through the litigation process that sometime post a port placement, the catheter was allegedly fractured. However, the current status of the patient is unknown.

Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not requested as the lot number reported as unknown. Investigation summary: the physical device was not returned for evaluation. No medical record was provided for review. Therefore, the investigation is inconclusive for the reported failure as no objective evidence was provided for review. The definitive root cause could not be determined based upon available information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : device not returned.

Manufacturer narrative:
H10: additional information was received, and the file was reassessed for reportability and determined to be reportable as serious injury. H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. H11: b3, b5, d4 (medical device lot number), h1, h6 (patient, result, conclusion). H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported through litigation process that one month post a port placement via the left subclavian vein, the port was allegedly occluded due to thrombosis. It was further reported that the catheter was allegedly fractured, and a fragment of the catheter was allegedly found to be broken and an estimated ten-centimeter piece of the catheter allegedly migrated into the right atrium. Furthermore, the fragmented pieces of the catheter were in the right atrial appendage and the catheter allegedly perforated below the left diaphragm. Reportedly, the fragmented catheter remained in patient and port was not removed. However, the current status of the patient is unknown.

Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the physical device was not returned for evaluation. Medical records were provided and reviewed. The medical records allege that, a patient underwent port placement for very poor intravenous access. Her bilateral chest wall was prepped and draped. Left subclavian vein was accessed and a wire was placed without difficulty. A small incision was made inferior to the wire with a knife through the skin into subcutaneous tissues. A tunnel was created between the area of the wire and the port site, and the tubing was placed through this tunnel. The tubing was connected to the port using a port connector. The port was then placed into the port pocket and sutured to the chest wall. Fluoroscopy was then used to check the path of the port and the port was in good position without kinks. The port withdrew blood easily and was flushed easily with heparinized saline. Approximately one year twenty one days later, a superior caval venogram was performed for the history of left port catheter was not working. The study showed that the left subclavian port catheter that is in good position, tip is in the upright atrium. The only abnormality seen is a filling defect within the port cavity itself, which is probably some residual blood clot and is probably the reason the port is only working intermittently. If blood is aspirated, this blood clot in the port could cause a ball valve type obstruction. Recommended that the port catheter be treated with a catheter clear type thrombolytic. After ten days, a chest x-ray was performed with the history of port-a-cath blood clot. The study showed left subclavian infusion port catheter is noted with the tip projected over the superior vena cava. A superior caval venogram was performed for porta cath dysfunction. The study showed that the catheter port in good position as well as the tip. No fibrin or thrombus is seen. No catheter occlusion is seen. Catheter flushes and aspirates well. In addition, the previous thrombus from the port has dissolved. Approximately one year ten months later chest x-ray was performed for preoperative. The study showed that an evidence of a venous access catheter presents on the left. The catheter has broken with an estimated ten centimeter piece of catheter in the right side of the heart. After five days, a computed tomography of chest without contrast study was performed to evaluate the position of the catheter. The study showed that there may be two separate or a partially fragmented pieces of the catheter in the right atrial appendage. The catheter in the right atrium is against the wall and may be hyalinized against the wall. The catheter extends through the inferior vena cava and then down into the sub diaphragmatic area below the left diaphragm above the liver. It is probably in the diaphragmatic vein. Then thirteen years later a computed tomography of chest with contrast study was performed which showed that the left subclavian port catheter was present. There is trace right sided pericardial fluid. Two x-ray images and one requisition image received and reviewed by eric wellons, m.d. The images provided reveals a fractured catheter with a portion embolized to the right atrium/ventricle. The remainder is attached to the port with the fracture at the level of the clavicle. While the lateral image seems to indicate the catheter is below the diaphragm, it likely remains in the venous system. Based on the submitted medical review and the images received for evaluation, the reported patient experienced thrombosis, fracture of the catheter and fragment migrated was confirmed by the investigation. However, the relationship to the port is unknown. Furthermore, the clinical condition alleged in the complaint cannot be confirmed. Based upon the available information, the definitive root cause is unknown. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H10: d4 (expiry date: 03/2012), g3, h6 (method). H11: h6 (result, conclusion). H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported through litigation process that one month post a port placement via the left subclavian vein, the port was allegedly occluded due to thrombosis. It was further reported that the catheter was allegedly fractured, and a fragment of the catheter was allegedly found to be broken and an estimated ten-centimeter piece of the catheter allegedly migrated into the right atrium. Furthermore, the fragmented pieces of the catheter were in the right atrial appendage and the catheter allegedly perforated below the left diaphragm. Reportedly, the fragmented catheter remained in patient and port was not removed. However, the current status of the patient is unknown.